Manufacturer narrative:
The root cause of this complaint was not determined.

Event description:
It was reported by (B)(6), an onkos sales representative, that a 59-year-old female patient underwent revision surgery on (B)(6) 2024 due to the fracture of the remaining anatomical proximal femur. The revision surgery was performed by doctor (B)(6) and the construct was converted into a total femur replacement.